Event description:
Possible removal of zipfix implants from patients due to pain. Additional information has been requested. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional narrative catalog # - exact catalog number is unknown. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.